Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the patient expiration cannot be conclusively determined through this investigation. The account communicated that heartmate 3 left ventricular assist system, serial number (B)(6), was not explanted and would not be returned for evaluation. No further information regarding the event has been provided at this time. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists bleeding, stroke, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 provides information regarding international normalized ratio range. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient's inr was 5.98. On (B)(6) 2020, the patient had a cessation of breathing and cardiovascular activity at 23:50. The monitor showed blood pressure at 0 and pulse at 0. The patient's pupils were dilated and there was no reaction. Resuscitation measures were started and the patient had a ventilator. Healthcare providers administered indirect heart massage and resuscitation measures within 30 minutes were not effective. Cardiac activity had not been recovered and cardiac activity through auscultation was not heart. There was no pulsation on the carotid artery or on the periphery. 'Marbling' of the skin appeared in some places. The pupils were still dilated and there was again no reaction. The patient's death was declared at 00:30 on (B)(6) 2020. There was no alarm for the event. Cause of death was reported as stroke.